Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On june 19, 2016 the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter displayed an unknown error message. The complaint was classified based on the customer service representative (csr) documentation. The patient was unable to specify exactly when the alleged meter issue first began. The patient stated that she manages her diabetes using insulin (self-adjuster) and continued with her usual dose including sliding-scale after the alleged issue began. The patient reported experiencing symptoms of frequent urination, nausea and light-headed an unspecified amount of time after the alleged issue began and reportedly visited the emergency room (ER) where her blood glucose was measured using an ER/hospital meter and the result was allegedly ¿off the scale¿ (greater than 12). The patient stated that she received hcp treatment of IV fluids on (B)(6) around 9-10pm and again on (B)(6) at 1pm in response to the reported issue. The csr was unable to walk the patient through a control solution test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hyperglycemia after the alleged meter issue began.